Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Customer reloaded the cartridge to resolve the issue. It was also reported that the pump time and date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer¿s blood glucose (bg) level was reported as "high" on cgm. Customer delivered a bolus via pump to address the elevated bg.